Event description:
It was reported that during aveir leadless pacemaker (lp) implant procedure, the patient sustained ventricular arrhythmia. The procedure was reset, upon which it was noted that the helix of the leadless pacemaker (lp) became stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of helix stretch was confirmed. Final analysis found helix elongation, consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.